Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reported that his blood glucose was 480 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and he noticed that the cannula was not in body.